Event description:
It was reported that a pt had a re-operation due to pseudoarthrosis (non-union) and broken hardware that was implanted some time in 2008. Broken hardware (s1) pedicle screw was broken 10mm below head, and set screw on opposite s1 screw was backed out. Hardware was replaced and construct was extended to the ilium. Device 2. See also: 1526439-2010-00010.

Manufacturer narrative:
Items were not made available to depuy spine for evaluation. Pt was implanted with hardware l4-s1 sometime in 2008 and did not fuse. It appears that the lack of fusion placed additional stress on the implants which resulted in material fatigue and caused breakage and loosening of the implants. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions-for-use (IFU) supplied with the device.